Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure the while the physician was withdrawing the delivery system from the patient heavy resistance was met. The c-flex tubing stretched outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown).according to the complainant, during the procedure while the physician was withdrawing the delivery system from the patient heavy resistance was met. The c-flex tubing stretched outside the patient. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found the delivery system with sheath and tear strip (suture) still intact. The sheath had been torn to release the button. The button and red strip were not returned. The dilating tip with wire loop was intact in the proximal end of the delivery system c-flex tubing. The wire loop was kinked. The length of the c-flex tubing measured approximately 23 inches specification is 22.75 ± 0.75 inch. The condition of the returned unit was not consistent with the complaint incident that the c-flex tubing of the delivery system stretched. The component length measurement met specification and no defects were found. The delivery system c-flex tubing is flexible and it is possible that some temporary stretching occurred during placement. No issue was found with the delivery system. Therefore, the most probable root cause of "not confirmed". A device history record (DHR) review of lot 14635854 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14635854.

Manufacturer narrative:
(B)(4) for the reported event of tubing stretched. (B)(4) for the reported event of peg tube difficult to place. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.